Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific value was not provided. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was discharged the following day and continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.